Manufacturer narrative:
Zimvie (B)(4). The following fields have been updated: DHR review was completed for the subject lot number#: 1258401. No deviations or non-conformances, which could have caused or contributed to the reported event were noted, as part of the DHR. Sterilization record was reviewed and verified, to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed, for the reported lot number#: 1258401, for similar events. And 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental, medical, peri-implantitis. A summary investigation has been completed, for peri-implantitis events recognizing that a definitive root cause cannot be identified, due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.), patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received, which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device availability unknown / not provided. D10: concomitant medical product and therapy dates: tsvwb16, impl tapered scr-v sbm 4. 7mm 4.5mm 16mm, lot number: 1258401. G4: premarket identification: k011028, k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth site 36 were removed due to peri-implantitis. Discovered during restoration. Patient will return after 4 months to place a new implant.